Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not adequately seal. Another ligasure device was used to continue the procedure, and the patient is in good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One used lf1723 ligasure device was received, and evaluation could not confirm an issue of inadequate sealing with a completed cycle tone. However, an alternative issue of alarms was identified. Visual inspection found the device overmold was partially melted. The seal plate and melted overmold show signs of energy arcing around the jaws of the device, which occurs when there is contact with a metal object during sealing. The damage to the jaws prevented the device from completing an activation cycle, and alarms would sound when sealing. The investigation identified the root cause of the reported event to be misuse during application. The instructions for use included with this device cautions users that contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc..) May increase current flow and may result in unintended surgical effects or insufficient energy deposition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.